Event description:
It was reported that a progav 2.0 shuntsystem (part#: fx441t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in overdrainage and non-adjustability. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years. Height: 80 centimeters (cm). Weight: 10 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. During the measurement, an accelerated discharge could be determined the shuntassistant is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is not within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our examination results, we can determine an accelerated discharge and an increased braking force at the time of our examination on the progav 2.0. The detected deposits could be named as the cause for the detected functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.